Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 30-mar-2021. The most recent information was received on 13-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced back pain (seriousness criterion medically significant), genital haemorrhage ("bleeding"), alopecia ("hair loss"), rosacea ("facial rosacea"), pain in extremity ("leg pain"), tendonitis ("calcifying tendinitis "), hernia ("hernias"), gastrointestinal disorder ("gastrointestinal problems"), abdominal distension ("bloating") and fatigue ("fatigue"). Essure treatment was not changed. At the time of the report, the back pain, genital haemorrhage, alopecia, rosacea, pain in extremity, tendonitis, hernia, gastrointestinal disorder, abdominal distension and fatigue had not resolved. The reporter provided no causality assessment for abdominal distension, alopecia, back pain, fatigue, gastrointestinal disorder, genital haemorrhage, hernia, pain in extremity, rosacea and tendonitis with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4) on 30-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced back pain (seriousness criterion medically significant), genital haemorrhage ("bleeding"), alopecia ("hair loss"), rosacea ("facial rosacea"), pain in extremity ("leg pain"), tendonitis ("calcifying tendinitis "), hernia ("hernias"), gastrointestinal disorder ("gastrointestinal problems"), abdominal distension ("bloating") and fatigue ("fatigue"). Essure treatment was not changed. At the time of the report, the back pain, genital haemorrhage, alopecia, rosacea, pain in extremity, tendonitis, hernia, gastrointestinal disorder, abdominal distension and fatigue had not resolved. The reporter provided no causality assessment for abdominal distension, alopecia, back pain, fatigue, gastrointestinal disorder, genital haemorrhage, hernia, pain in extremity, rosacea and tendonitis with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.